Event description:
The patient's spouse reported that the rv (right ventricular) lead fractured, and that it was reprogrammed to only pacing. The spouse also reported that over two years later, the lead was frayed and is rubbing on the other lead and draining the battery of the device. Follow-up with the physician's office determined that the atrial lead was exhibiting higher impedance and thresholds. The physician had recommended a system changeout, but the system remains in use, with the date of changeout to be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.